Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 27-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the pump had been flipping and a pocket revision was performed on (B)(6) 2021. After that revision, an x-ray was performed which determined that the catheter was no longer where it was originally implanted and had migrated due to the flipping. A second revision was performed on (B)(6) 2021 to replace both the pump and catheter, which resolved the issue. No further complications were reported.